Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation with a grade of 5. An xtw clip was inserted and advanced into the valve. However, the anterior leaflet became caught on the gripper and was unable to be removed. Upon deployment, the clip detached and embolized into the coronary sinus. Snares were used to successfully remove the clip. An attempt to implant an additional clip occurred. However, the clip was removed and not implanted due to poor visualization and imaging challenges. Tr remained at a grade of 5. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported entrapment of device was due to procedural circumstances. The cause of the reported clip expulsion and difficult imaging were unable to be determined. The reported embolism was a cascading event of the reported clip expulsion. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.